Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4)

Event description:
Information was received from a consumer regarding a patient receiving dilaudid intrathecal (unknown dose and concentration) via an implantable infusion pump. The indication for use was noted as non-malignant pain. The pump had been empty for several months, since about (B)(6) 2015. No symptoms were reported. The patient was to follow up at an appointment with a healthcare provider to determine the next steps. The potential cause of the empty pump and actions/interventions taken for device resolution were not reported; additional information has been requested, but was not available as of the date of this report.